Manufacturer narrative:
Additional information: g3, g7, h2. Corrected data: h10. The reported contact force issue was confirmed. Optical fibers 1-3 no longer met specifications for optical signal properties and no contact force was displayed when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, observed short circuits, detected signal loss during testing, and a loss of force data during the procedure.

Manufacturer narrative:
The reported contact force issue was confirmed. The catheter displayed contact force when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, observed short circuits, and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming multiple short circuits and an irrigation leak of the catheter.